Event description:
It was reported the luer extension tube on the cool path duo ablation catheter detached from the handle during an af procedure. The physician was ablating with the ibi t11 generator set at 30 watts and 45 degrees celsius with maximum impedance of 200 for 120 second rf applications. After approximately two hours of manipulating the catheter manually through an agilis introducer, the procedure was halted due to temperature increase, the generator reported 5-7 watts and a temperature of 45 degrees celsius. A new cool flex ablation catheter was taken to finish the procedure. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors. Although this device was manufactured after implementation of a quality improvement project in march of 2011, further product enhancements have since been implemented with a goal of improving customer satisfaction. These enhancements, which impact devices manufactured after (B)(4) 2012, include educating the supplier on proper processing of the material to make a more flexible tube and incorporating a new adhesive which eliminates brittleness and provides more flexibility to the transition between the tube and the handle. Additionally, the handle component bore was modified to provide an interlock between the adhesive and the tubing to decrease adhesive failure during luer torquing.